Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed as a balloon rupture was noted on the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.5 x 20 mm trek dilatation catheter was advanced to the target lesion. An attempt was made to inflate the device; however, the balloon only partially inflated. The device was removed from the patient anatomy without issue and a second same device was used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.